Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What is the date of the explant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that a linx device was explanted as it had become discontinuous.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Additional information received: what was the date of implant? What is the date of the explant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer: I have reached out the account numerous times with no response at all. Investigation summary: the visual analysis found that the returned device had two exposed well balls paired with the washer side of the adjacent beads. The first link: the affected washer through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The overall appearance of the surface of the washer didn't exhibit loss of shape (e.g., doming, bending, etc.). The exposed weld ball diameter was found to meet specification. The interference between the washer through-hole and the exposed weld ball diameters was 0.0004. It is presumed that a certain geometric combination of the weld ball and the washer through-hole resulted in the device separation. The second link: the affected washer through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The overall appearance of the surface of the washer didn't exhibit loss of shape (e.g., doming, bending, etc.). Small amount material displacement was noted on the outer surface of the through-hole. The exposed weld ball diameter was found to meet specifications.. The interference between the washer through-hole and the exposed weld ball diameters was 0.0005. It is presumed that a certain geometric combination of the weld ball and the washer through-hole resulted in the device separation. Link length and tensile force were found to meet the applicable specifications during device analysis. A manufacturing record evaluation was performed for the finished device lot number 10733, and no non-conformances related to the reported complaint condition were identified. Lot 10733 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2021. Additional information received: lot number 10733. File came with device. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.